Event description:
It was reported that the patient's system was explanted for an unknown reason. No further information was provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain event information. Further information was requested but not received.

Manufacturer narrative:
The event of system explant was reported to abbott. The system was reportedly explanted due to ineffective stimulation. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.